Event description:
Cardioversion was the shock treatment performed for the patient's fast rhythm. The spasm was treated with a nitrate even though it was resolved prior.

Manufacturer narrative:
Continuation of d10: product ID: non-mdt product type: sheath product ID: non-mdt product type: needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure for persistent atrial fibrillation, there was difficulty with the transseptal puncture and groin insertion. Even when using a different sheath, the access issues persisted. The patient received an anticholinergic medication following access. The patient required shock treatment due to excessively fast heart rhythm prior to the applications. During the procedure, a flutter rhythm was observed. During the transition from atrial flutter to atrial fibrillation, the patient's rhythm became too fast again, necessitating another shock. Electrogram monitoring revealed a wrong qrs morphology, and a circumflex artery spasm was identified, lasting eight minutes and resolving spontaneously. A vasodilator was administered for the artery spasm. Electrocardiogram recording documented the duration of the spasm, and activated clotting time was measured at 369 and 340. The procedure was completed. No further patient complications have been reported as a result of this event.